Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide wire threaded through the needle without an issue. Upon removal of the guide wire there was resistance. The guide wire became stretched. The whole guidewire was removed and looked intact.

Event description:
The customer reports that the guide wire threaded through the needle without an issue. Upon removal of the guide wire there was resistance. The guide wire became stretched. The whole guidewire was removed and looked intact.

Manufacturer narrative:
(B)(4). The customer returned on guide wire and a lidstock for analysis. The catheter was not returned for analysis. Visual analysis revealed that the guide wire was unraveled from the distal end. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination revealed that the distal weld had separated from the core wire. Despite this, the weld was still attached to the coils. Microscopic examination of the point of separation revealed that the core wire was slightly tapered and discolored indicating that undue force caused or contributed to this event. The core wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .793mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. Functional analysis could not be performed as the guide wire was too unraveled, and the catheter was not returned by the customer. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire". The IFU also cautions, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained, and further consultation requested". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the distal end. The distal weld had separated from the core wire; however, the weld was still attached to the coils. Microscopic examination revealed that the core wire was slightly tapered and discolored indicating that undue force likely caused or contributed to this event. The guide wire met all relevant dimensional and additional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Despite these circumstances, the root cause cannot be determined as the catheter was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.